Manufacturer narrative:
Pump was received with frozen display due to corroded electronic assembly. Unit had corroded keypad traces, minor scratched lcd window, cracked display window corner and cracked battery tube threads.

Event description:
No blood glucose levels reported. The customer reported that the insulin pump was exposed to water and stopped working. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.